Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the altitude alarms were cleared and customer resumed insulin delivery. Additionally, caller reported "battery acid leaking out of pump." Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known. The customer's blood glucose was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.